Event description:
It was reported that the patient presented with syncope. Device interrogation revealed poor rv sensing and no capture. Perforation was confirmed by echo. The lead was repositioned in 2007.

Manufacturer narrative:
Na